Event description:
It was reported that patient enrolled in a clinical study and underwent a right total hip arthroplasty on (B)(6) 2007. During post-operative monitoring and testing, a soft tissue pseudotumor and pain were noted. These findings were revealed during follow-up testing. No revision has been reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product ID - unknown. Device info - unknown. Initial reporter name - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.